Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. It was confirmed that the needle mechanism had not activated due to a manufacturing defect. This was the more likely problem the contributed to the reported event. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer called stating that her daughters blood sugar has been high all day and she does not know why. Her levels are as follows: 10am - 238 7.4u. 2pm - 327 12.9u. 3:40- 417 5.20 u. 5:00-453 no bolus - manual shot. No further problems reported. The device is being returned for evaluation.